Event description:
It was reported that the cartridge tip of a preloaded intraocular lens (iol) "bursted' at the front during implantation. The lens was fully inserted. There was no patient harm and no further intervention was necessary. No further information is available.

Manufacturer narrative:
Pt info information unknown/ not provided. If explanted, give date: not applicable. Lens remains implanted. (B)(6). Lens remains implanted; however, the preloaded unit has not returned for evaluation. Therefore, a failure analysis of the device could not be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.